Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2016 with a reading of over 600 mg/dl. The infusion set cannula was bent. The customer was treated with IV fluids. The customer was not wearing the insulin pump during the hospitalization; he was off of the device for less than 48 hours before the hospital admission. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump will not be returned for analysis.